Event description:
Infected rash due to new adhesives; I have been having this issue for the past few months, and it is getting worse with every changing of sensor. The last one I had to remove early because of oozing and swelling around the dexcom sensor. It had only been on 3 days, they are supposed to last 10 days. FDA safety report ID# (B)(4).